Manufacturer narrative:
Customer name and address, postal code: (B)(6). PMA/510(k) number: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure, the basket wire of two ncircle delta wire tipless stone extractors broke. The basket wire of the first device, captured under patient identifier (B)(6), broke as it was inserted into a ureteroscope. A second device, the subject of this report, replaced the initial device but was also found to have a broken basket wire before it could be inserted into the ureteroscope. The procedure was completed using a third similar device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: cook was informed of an incident involving a ncircle delta wire tipless stone extractor. The device reportedly was found to have a broken wire before use. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation. A document-based investigation was performed including a review of complaint history, manufacturing instructions, instructions for use (IFU), and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of complaint history records shows no other complaints associated with the complaint device lot. The device is packaged with instructions for use, which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that the cause of the broken wire could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.